Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it using prepaid label, and understood that pump settings and continuous glucose monitor needed to be set up again on replacement pump, while technical support arranged shipment of replacement pump.